Event description:
It was reported that approximately 12 months post implant of a bifurcated device, two suprarenal aortic extensions and one infrarenal aortic extension an endoleak was identified. The patient had a follow-up visit on (B)(6) 2014 and the computed tomography scan revealed there was an endoleak present. The physician elected to bring the patient in on (B)(6) to seal the endoleak with a bifurcated device. The patient is reportedly doing great.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.